Manufacturer narrative:
On 10/3/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, per operative report, this patient's left side device was removed, placed in an antibiotic bath, and re-implanted into the patient. Per mentor IFU, these devices are for single only and should not be re-implanted. Therefore, this is off label use of device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis, off-label use, surgical intervention (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 350cc and experienced capsular contracture baker grade iii on the right breast implant and ptosis on the left breast. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019 on the right side. The left implant was removed and then placed back inside the patient for surgical intervention. Per mentor IFU, the device is for single use only and should not be re-implanted. Therefore, this device was used off label on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that the right breast implant was displaced. Manufacturer¿s reference number: (B)(4).